Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-02056, 1627487-2022-02057. It was reported that patient's l3 lead and ipg was eroding towards the surface of their skin. Surgical intervention was undertaken on (B)(6) 2022 in which one lead was explanted and replaced, and the ipg was repositioned and replaced. Note: it is unknown which l3 lead was replaced, so both are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.